Event description:
It was reported that the patient's right ventricular (rv) lead had a notable impedance measurement and about six weeks later, the rv lead was "turned off" due to oversensing/noise. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg implantable defibrillator (B)(6) 2005; 5568-53 implantable pacing lead (B)(6) 2005. (B)(4).